Manufacturer narrative:
Correction to field b1. Adverse event/product problem

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) dropped from 8 months to elective replacement indicator (eri) in a span of 5 months. Boston scientific technical services (ts) reviewed and discussed that the power consumption had went up at the first few months and was then stable. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) dropped from 8 months to elective replacement indicator (eri) in a span of 5 months. Boston scientific technical services (ts) reviewed and discussed that the power consumption had went up at the first few months and was then stable. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b1. Adverse event/product problem. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) dropped from 8 months to elective replacement indicator (eri) in a span of 5 months. Boston scientific technical services (ts) reviewed and discussed that the power consumption had went up at the first few months and was then stable. Subsequently, this device was explanted. No additional adverse patient effects were reported.